Manufacturer narrative:
UDI: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, and there was a hole/cut in the hose. It was further determined that the device failed pretest for cutter lock assessment, safety assessment, noise assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the cutter could not be held by the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.